Manufacturer narrative:
Batch review performed on (B)(6) 2026. Reverse shoulder system 04.01.0126 humeral reverse hc liner d 42/+3mm (k170452) lot 2237446: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 17-oct-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Reverse shoulder system 04.01.0209 lat. Glenosphere 42xd 24.5 (k193175) lot 2001813b: (B)(4) items manufactured and released on 27-jul-2021. Expiration date: 13-jul-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0006 standard humeral diaphysis - cementless - 11 (k170910) lot 176939: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 14-feb-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 1811886: (B)(4) items manufactured and released on 28-may-2019. Expiration date: 15-may-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had primary surgery on (B)(6) 2019. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner and glenosphere. The surgery was completed successfully. Presently, on (B)(6) 2026, the patient came in due to chronic instability and the cause is unknown. There were no reports of trauma. The surgeon removed all medacta implants and converted to a competitor product. The surgery was completed successfully.